Manufacturer narrative:
Due to character limitation in e1, full event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer during use for cardiosave intra-aortic balloon pump (iabp) that the device occasionally indicates a loop leak. No personal injury reports have been received.

Event description:
N/a.

Manufacturer narrative:
Upon further review, the loop leak issue could not be replicated. This is a non-reportable event, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.